Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pn 32x4 italy vig was broken. This was discovered during use. The following information was provided by the initial reporter: the patient refers that pns get broken. We're organising pns collection. Update 4th of march: the patient referred that the cannula bents preventing the insulin from flowing, so she referred to the cannula exposed to the cartridge (so non-patient cannula).